Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display was cracked with apparent black liquid visible in the screen, confirmed by an image from the user, and a replacement device was arranged while advising shutdown of the damaged unit, and return within the provided timeline. Symptoms included no adverse clinical effects and stable blood glucose values. Outcomes included continued use of cgm via the dexcom app or receiver and the need to complete standard startup on the replacement device, with prior device settings not transferring. Investigation included remote assessment through user-provided photo review and verification that blood glucose control was unaffected. Investigation of this case revealed a damaged display component consistent with physical damage to the user interface screen, without evidence of device alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.